Event description:
The reporter, stated the bed had no functions and the bed is not alarming. No injury reported. The reporter, called in advising bed is repaired by performing a reset of the bed. Bed functions properly and is back in service.